Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h6, h11 corrected fields: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the malfunction was likely caused by electrical connectivity interference; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable vieoscope had momentary blackout that occurred, which shows an error code e226 and e223. The issue occurred during a therapeutic transabdominal preperitoneal patch technique (tapp) surgery. The intended procedure was completed using the same set of equipment and there were no reports of patient injury or harm.